Manufacturer narrative:
Corrected data: b5 (treatment date), d1, d4, d8, g1, g2, h6, h7, h9, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Ph is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low abdomen on (B)(6) 2020 using the legacy coolmax applicator and presented with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen using coolmax applicator and was diagnosed with paradoxical adipose hyperplasia in the treated area. The tissue was described as firm and enlarged.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.